Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they attached the needle to 65 flu vaccine and pressed plunger to get air out of syringe. Vaccine started leaking around leur lock hub and not up needle. Then they placed a new needle which doesn't give issue. The event occurred immediately on use with the patient, during removal at the end of therapy. There was no medical intervention required, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.